Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system went into digital subtraction w/o command. No report of pt injury.